Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm attempted to lubricate the o-rings and reseat the drive manifold assembly but the reported issue was not corrected. The stm ordered a new drive manifold assembly then returned at a later date to replace the part. All testing passed with no further issues and the stm was able to complete the pm service. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) would not pass the drive manifold leak tests. There was no patient involved; thus, no adverse event reported.